Event description:
To date no additional patient or event details have been received.

Event description:
It was reported that the wafers had an off-centered starter hole. The product was not used. Photographs depicting the issue were received from the complainant.

Manufacturer narrative:
MDR 9618003-2022-00145 / device 1 of 5. Initial reporter street address: (B)(6). Initial reporter city: (B)(6). Initial reporter state/province: (B)(6). Initial reporter country: (B)(6). Initial reporter city: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).